Event description:
Boston scientific received information that this pacemaker reached end of life (eol) sooner than expected. It was reported that the pacemaker showed a battery status of two years remaining approximately six months ago. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) the return of the product has been requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.